Event description:
Patient reported left side "a lot of hair shedding for about 2 years," "consistently have a metallic taste in my mouth," and "low libido" which are not device related. Patient later reported implant rupture. Patient reported the events of nausea, headaches, internal bleeding and low blood count are not device related. Healthcare professional confirmed rupture and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "a lot of hair shedding for about 2 years" and exchange of textured devices due to patient's concern with product. Patient later reported "consistently have a metallic taste in my mouth" and low libido". The event of "consistently have a metallic taste in my mouth" and low libido" "a lot of hair shedding for about 2 years" are not related to the device. Patient later reported implant rupture, nausea and headaches. Patient stated they experienced internal bleeding and low blood count. Physician confirmed rupture and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. Nausea: unable to observe since it is not related to the device. Headache: unable to observe since it is not related to the device. Varied injuries: unable to observe since it is not related to the device. Bleeding: unable to observe since it is not related to the device. No additional observations are performed. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a5, a6, b1, b5, h6.

Event description:
Patient reported left side "a lot of hair shedding for about 2 years" and exchange of textured devices due to patient's concern with product. Patient later reported "consistently have a metallic taste in my mouth" and low libido". The event of "consistently have a metallic taste in my mouth" and low libido", "a lot of hair shedding for about 2 years" are not related to the device. Patient later reported implant rupture, nausea and headaches. Patient stated they experienced internal bleeding and low blood count. Physician confirmed rupture and implant removal from textured to smooth due to the concerns of the product. Later, legal patient representative reported "capsular contracture", "accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage", "physical pain and suffering from explant surgery and related injuries", "removal of implants due to fear of, and to reduce the risk of, alcl; significantly increased risk of alcl; emotional distress, including persistent fear and anxiety regarding the risk of alcl". Device has been explanted and discarded.